Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that when the physician opened the sterile package, he noticed contamination on the device. It was noted that the physician was unable to wipe it off. The device was not used and a different device was implanted. No patient complications were reported as a result of this event.